Event description:
Revision surgery performed due to avascular necrosis of the femoral head. Devices were implanted in 2007.

Manufacturer narrative:
Devices implanted at an unknown date after (B)(6) 2010.